Manufacturer narrative:
The third party service agent was able to verify the reported issue. The device was then returned to physio-control for testing. Physio-control further evaluated the device and was unable to duplicate or verify the reported issue. Normal device functionality was observed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. It was observed that the device had a service wrench icon in the readiness display and had logged multiple event codes into the memory. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that a customer's device powered on automatically. This power on was observed randomly. The device would not power off automatically. There was no patient use associated with the reported event.